Manufacturer narrative:
A manufacturing review would not be performed as the lot number is unk. The device has been returned to the manufacturer for eval. The investigation is currently underway.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed as the lot number is unknown. Visual inspection: the device was returned. The balloon appeared to have been previously inflated. No anomalies were noted to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.014¿ guidewire, and it passed without issue. The balloon was then inflated to rbp (15atm) with water using an in-house inflation device. The balloon took the appropriate shape upon inflation and was not asymmetrical in appearance. The deflation time of the balloon was approximately 14 seconds, which is within the specification of 60 seconds. The same test was performed twice more, yielding the same results medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is unconfirmed for deflation issues, as the device was able to deflate with no issues and met specification during the evaluation. It is unknown if patient and/or procedural issues contributed to the reported event. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/precautions: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use the recommended balloon inflation medium (25% contrast medium/75% sterile saline solution). It has been shown that a 25/75% contrast / saline ratio has yielded faster balloon inflation / deflation times. Never use air or other gaseous medium to inflate the balloon. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon was difficult to deflate following the second inflation in the popliteal artery. Reportedly, the balloon was ultimately deflated by pulling negative pressure on the inflation device. Another balloon was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that the pta balloon was difficult to deflate following the second inflation. There was no reported pt injury.